Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the battery bars on the battery indicator on the display will completely disappear while driving.